Event description:
Constant bloating, absentmindedness, my eye site is foggy, frequent headaches/migraine, periods are weird, really heavy and very dark red, cramping 25 days out of 30 days a month...every month!!!, bleeding after sex...sometimes for days. Unexplained kidney pain, pain was so bad I could get up from bed for hours. Tests came back negative for kidney stones or uti....dr's didn't know why for the pain. I get shooting pains in my back randomly all the time now...they suck the air out of me. My feet are swollen most all the time! I get dry mouth often too...am thirsty all the time. I had an abnormal pap after procedure. I bleed non stop from (B)(6) 2014 til (B)(6) 2013 after procedure. I had an unexplained skin rash in (B)(6) 2014. Always bloated. ..always! Gained weight and can not lose it with anything! My hair falls out in clumps and have heartburn often....I also feel nauseous all the time! (B)(4).